Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels have been elevated (200-300mg/dl) for the past 24 hours. Customer had changed out all supplies 2 days ago, and had administered a bolus the previous night (which brought bgs down a little), but bgs continued to be elevated at 247mg/dl. Customer stated that they would change out supplies again, and try a new vial of insulin to see if it helps.